Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level remained within the range of 54-500mg/dl, indicating no adverse impact. The technical support team instructed the caller to remove obstructions from the speaker holes, clean them, reconnect the cartridge, and wait to resume insulin delivery. After following these steps, the pump resumed normal operation without recurring alarms, and tips were provided to prevent future altitude alarms.